Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The sample was returned with an attached connector labeled as "equashield" (not made by smiths medical). The sample was given functional testing and found to pass with no leakage. The reported issue was not confirmed during testing.

Event description:
Information was received indicating that a smiths medical administration set has a leak at the equashield connector. The cadd pump was filled as normal and cstd was added to the line as usual. They use cstd between the pump and the extension set and then again from the extension set to the patient. The pump was attached to the patient and turned on. As the patient was leaving blood started to spill out of the luer-lock connection on the cstd device closest to the patient. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The sample was returned with an attached connector labeled as "equashield" (not made by smiths medical). The sample was given functional testing and found to pass with no leakage. The reported issue was not confirmed during testing.